Event description:
It was reported that the foley catheter was planned to be removed when the catheterization was completed, but the liquid in the balloon could not be drained out and the catheter cannot be pulled out. It was also mentioned that there was a crease on the balloon. Per follow up via ibc on 21-jun-2022, there was no crease on the balloon but there was an angle between balloon and tube. When drawing off the balloon with big force.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be due to low latex viscosity causing thin sac. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned.